Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Batch record review: lot 2f01176 was manufactured on 13/jun/2022, in convex 2 piece (pc) (wct) line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 29/mar/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification 1156501 and manufacturing order (B)(4) . Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: machine/equipment: machine and process current design. Lifecycle of k-tool mechanical components has not been standardized as part of the machine preventive maintenance (pm). Method: there is not a visual aid or job aid on how to use the quality control (qc) tooling. There is not a detailed visual aid or job aid on how to perform the mass station set up. There is not a standardized visual aid for the flange loading stations and certification process for the station. The appropriate actions will be taken through the corrective/preventative action (CAPA). The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported by end user that the center hole of four products was off centered which caused inconsistent viscosity width around during use. The photographs depicting the issue were received from the complainant.